Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge for damage or debris, cleaned pneumatic tap area as instructed, successfully reloaded original cartridge through pump load menu, and then resumed insulin therapy without further issue.